Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-00079. It was reported that a rotawire detachment occurred. The target lesion was located in the severely calcified coronary artery. A 1.50mm rotalink plus and a rotawire were selected for treatment. During the procedure, it was noted that rotawire was detached. The rotawire was removed from the patient's body and was exchanged with another of the same rotawire and was loaded on the same burr; however, the rotawire failed to insert into the wire lumen of the burr. The burr was replaced with another of the same device and completed the procedure. There were no patient complications reported and the patient's condition was good.